Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt had a previously placed stent graft from another MFR implanted where the right contralateral limb had a type iii endoleak/separation from the bifurcated stent graft. The vessel morphology was reported as ectatic and aneurysmal. The physician elected to treat the pt with an endurant iliac limb (MFR report# 2953200-2011-01000) and then distal to that an endurant iliac limb then the iliac limbs were modeled with a reliant balloon. An angiogram was performed and there was a type iii fabric related endoleak in the distal iliac limb. The cause of the type iii endoleak may have been due to aggressive ballooning; however the physician does not know the exact cause at this time. The physician implanted another MFR's stent graft and the type iii endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (aggressive ballooning). Eval, conclusions: device failure related to user handling (aggressive ballooning).